Event description:
It was reported that a large volume infusor delivered its contents at a faster than expected rate. The device was filled with 230 (ml) milliliters (including 5fu [5-fluorouracil]) by the pharmacy, connected to the patient by a nurse, and was set to infuse in 46 hours at an expected flow rate of 5 ml/hour at the patient's home. However, when the patient returned to the cancer center, the patient reported that the device completely delivered its contents in 12 hours. The patient was admitted to the hospital for observation after the event and was reported to have required fluid (unspecified) and medication (unspecified) as an antidote due to this event. There was no visible damage or issues with the device. Additional information was requested but is not available at this time.

Manufacturer narrative:
(B)(4). Additional information: the device was manufactured 01 sep 2014 to 03 sep 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional flow rate testing revealed the product to be conforming. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The patient was reported to be between 51-100 years old. Should additional relevant information become available, a supplemental report will be submitted.